Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the flexvision pc did not start up properly. Upon functional testing, the fse installed the flexvision pc and software was reloaded. After replacement of flexvision pc and discharge spare hdd disk, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The health impact grid was corrected.

Event description:
It has been reported to philips that the flexvision pc did not start up properly. The device was not in clinical use. Philips has started an investigation of the complaint.